Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of skin irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of skin irritation. The manufacturer received additional information on 09/30/2024, alleging kidney cancer, renal carcinoma. Additionally, patient alleged that patient has to undergo with multiple surgeries, including kidney nephrectomy. Previously, this report was reported as product problem, now it has been corrected/updated as serious injury. "Adverse event/product problem", "date received by mfg" and coding section has been updated/corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.